Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the patient's explanted generator and lead has been completed. The generator performed to specifications and no anomalies were found. The electrode portion of the lead was not returned. Lead fractures were observed in both coils at about 1mm to 2.5mm from the electrode bifurcation. Pitting was observed at the site of the lead fractures.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received as an implant card that indicated that the reason for replacement was "lead discontinuity." The explanted lead and generator have been received and are currently undergoing analysis. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that the vns patient had been experiencing an increase in seizures. The nurse practitioner at the site performed vns diagnostics and found that high impedance was present. Clinic notes dated (B)(6) 2010, were then received that indicated that the patient has been experiencing a gradual increase in seizures since (B)(6) 2009. These seizures are noted as being able to be aborted with vns magnet activations. One seizure in (B)(6) 2010, was noted as being longer and not able to be aborted. The site indicated that the "vns seems to be working very well" however the notes indicate that the output status showed "limit." This indicates that the intended output current is not being delivered. Review of the programming history available to the manufacturer found that high impedance was present on (B)(6) 2010 and the cause of the output status "limit." Follow-up with the site found that x-rays have been taken, but were "unremarkable" as per the physician. The x-rays will likely not be sent to the manufacturer for review. The increase in seizures is believed to be related to the high impedance. Surgery to replace the patient's lead and generator has occurred. Attempts for the return of the explanted products have been unsuccessful to date.